Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) batch: 21049374.

Event description:
It was reported that the patient had implant pain. The patient was provided lidocaine and bupivicaine through injection.

Manufacturer narrative:
D6b: explant date: approximately two months ago from the date the manufacturer became aware of the explant.

Event description:
It was reported that the patient had implant pain. The patient was provided lidocaine and bupivicaine through injection. Additional information was received that the patient underwent an explant procedure and the explanted devices will not be returned.